Event description:
Bayer case number: (B)(4) extremely heavy periods. Prolonged periods up to 20 days [prolonged heavy periods] multiple periods in a month [frequent periods] severe pelvic pain [pelvic pain female] cramping [cramp in lower abdomen] depression [depression] anxiety [anxiety] severe fatigue [fatigue extreme]. Case narrative: the below report was received by health authority maude (reference number: mw5170064) on 01-may-2025. The most recent information was received on 21-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("extremely heavy periods. Prolonged periods up to 20 days") in a 34-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), polymenorrhoea ("multiple periods in a month"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("cramping"), depression ("depression"), anxiety ("anxiety") and fatigue ("severe fatigue"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, polymenorrhoea, pelvic pain, abdominal pain lower, depression, anxiety or fatigue. The most recent follow-up information incorporated above includes data received on: 21-may-2025: patient address & contact details updated. Regulatory health authority as reporter & reference number added. Case became serious incident. (B)(6) 2025: no new information added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.